Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for arachnoiditis. It was reported that the ins was not functioning well. The device ¿never gave her good.¿ the patient could not even walk and gave her numbness. No further complications were reported or anticipated.